Event description:
According to the patient's surgeon, she had no auditory sensation with her cochlear implant 4 years after surgery. Upon further investigation, the doctor reported that a mycotic infection (aspergillus) had destroyed the lateral wall of her cochlea. The electrode array of her device was out of the cochlea. In 2006, the surgeon explanted the device and reimplanted the contralateral side with a new device.